Manufacturer narrative:
A cardiac perforation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Related manufacturer reference: 2182269-2017-00149. During a ventricular tachycardia ablation procedure, a cardiac perforation occurred. After mapping was concluded st elevation was noted on the electrocardiogram. A pericardial effusion was revealed via transthoracic echocardiogram. The ablation procedure was completed and another transthoracic echocardiogram was performed which revealed the effusion remained. A pericardiocentesis was performed and the patient was kept under observation. The effusion did not resolve and cardiac surgery was performed to stabilize the patient. There were no performance issues with any abbott devices during the procedure.